Event description:
It was reported that the user ran out of insulin and the ilet displayed a full cartridge despite no cartridge being installed; the user completed the change cartridge and tubing sequence to stop prompts and planned to obtain insulin and perform a full supply change with a rewind upon receipt. Symptoms included elevated blood glucose to 401 mg/dl. Outcomes included user education and troubleshooting on proper supply change workflow and device rewind, and continued use of ilet without reverting to alternative therapy. Investigation included troubleshooting with the user. Investigation of this case revealed that the ilet correctly indicated a full cartridge because the user completed the change sequence without a cartridge installed, which aligned with expected device behavior. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the likely causes.